Event description:
The customer reported the evis lucera elite colonovideoscope had foreign matter attached to the insertion part and universal cord. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found the complaint was confirmed and there was foreign material on the image guide coil, connecting tube and universal cord. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning and all external surfaces of the scope including the distal end were wiped/brushed during reprocessing. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the bending angle in the up direction and the play of the up/down knob did not meet the standard value due to wear of the angle wire, the bending section cover adhesive was chipped, the water removal ability did not meet the standard value due to clogging of the nozzle, the objective lens was discolored, there was a lack of image on the monitor due to dirt on the objective lens, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to deformation of the foreign material residue point. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif/cf/pcf-290 series reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.